Event description:
It was reported that during the implant procedure the helix of the right ventricular (rv) would not deploy. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The analysis¿s comments indicated that the lead was returned with the helix bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).